Event description:
This mitraclip is conservatively reported for death. The study physician was unable to provide a device relationship to the death. It was reported that on (B)(6) 2011, one mitraclip was successfully implanted in a patient with mixed etiology mitral regurgitation (mr), successfully reducing the mr from 4+ to 2+. On (B)(6) 2014, the patient died. Cause of death was ischemic cardiomyopathy, coronary artery disease and ventricular tachycardia. Per the study physician, based on the available information, the relationship of the death to the implanted clip was not assessable. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The implanted clip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information.